Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that high impedances of >10000 ohms were measured on electrodes 11 and 14, and that the patient had stimulation in the wrong location. It was stated the patient moved their head and felt the lead move, and stimulation was in a non-effective area after that. The patient was said to have less than 50% therapy relief at the lead location. Reprogramming was performed, though it was unsuccessful. The lead was replaced, and the patient was said to be doing well with good coverage afterwards. It was noted the implantable neurostimulator and extension were not replaced. It is unknown if the high impedance resolved after the lead replacement. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the high impedances were resolved after the lead replacement. The lead was not going to be returned.